Event description:
It was reported when taking the pico kit out from the carton, the both ends of the tube had the same type of connector, so the customer had to use the device without the extension tube. In addition, on the 3rd day of the npwt, the pump stopped working. The problem was not solved by exchanging batteries. The doctor stopped npwt and a wound dressing was applied to the wound for treatment. The device has been expired (exp.2018-09), however, the customer want to know if the device had a defect or not. No patient harm. No delay.

Manufacturer narrative:
We have now concluded our investigation into this complaint. A device history record review was carried out for the lot number supplied. This confirmed that the product had been manufactured in accordance with defined procedures and specifications. There was no record of any problems or deviations occurring during the manufacturing of this product in relation to the reported issue. The returned pump was passed to our experts for analysis. Functional evaluation of the device showed that there was no issue, as the device functioned for 7 days without any abnormalities. It was not possible to confirm the reported issue of the tube having the same type of connector on each end, as the tube was not returned with the pump. Unfortunately, we have been unable to determine a root cause in this instance.